Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 80% stenosed distal internal carotid artery. When the acculink 6-8 x 40 mm was being deployed the stent jumped a little and was partially implanted in healthy tissue and did not fully cover the lesion. An acculink 7-40 mm was used to successfully cover the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.